Event description:
It was reported that the shaft of dilator broke and rotates freely within the handle. Improvement of handle strength was requested. The device broke outside the patient and there was no issue with the anchor. No patient injury was reported. Back up was not available.

Manufacturer narrative:
One 5.5 healicoil rg dilator was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The shaft has come free from the handle. Dimensional assessment of the shafts knurl confirmed it met print specifications. As reported the patient had hard bone and the insertion site was prepared with a 3.8mm tapered awl and this dilator. Per the healicoil rg IFU "when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor". Per the dilator IFU under precautions "as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure".